Manufacturer narrative:
The t:slim user guide states: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was filled with 240 units, and remained static at 125 units while the pump was being used for delivery. The customer's blood glucose (bg) level was 180 (mg/dl) at the time of the event. Reportedly the customer will continue to use the pump for insulin therapy. In addition, the customer's did not request enough insulin for the amount of carbohydrates consumes. The customer's bg level rose to 300 (mg/dl) as a result. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
Product problem.